Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 06/28/2013 device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the lens film (protective cover) was noted to be discolored with dark spots obscuring the display. On testing, the display illuminated normally with no visible signs of fading or discoloration. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).